Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was observed to be retracted and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated there was no blockage in the lead lumen. A helix mechanism test could not be performed due to the dried blood/body fluid in the helix housing.

Event description:
It was reported that this lead was an attempted implant. It could not be delivered into the patient as the patient experienced a dissection. The patient was hospitalized, and no additional adverse effects were reported. Additional information received indicated that the helix of the lead did not extend normally when attempting to implant it into the right ventricle. The procedure was successfully completed with another lead.

Event description:
It was reported that this lead was an attempted implant. It could not be delivered into the patient as the patient experienced a dissection. The patient was hospitalized, and no additional adverse effects were reported.